Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan USA, alleging a onetouch ultralink meter was displaying an error 2, strip issue. This complaint is being classified based on the documentation by the customer care advocate (cca). The patient reported prior to the start of the alleged issue, she felt symptoms of "shaking irritability and a headache." The patient reported the alleged issue first occurred on (B)(6) 2013 immediately after her symptoms started. The patient reported using insulin pump therapy to manage her diabetes. It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied receiving any treatment in response to the alleged issue. The alleged issue was not resolved at the time of troubleshooting. There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue, therefore the meter could not have caused the alleged injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.